Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device did not alarm. Had customer to check the infusion set and found that the cannula was not in the body and it was bent. No further info was provided.